Event description:
It was reported that the home patient (hp) had a tear in the transfer set. The hp stated that they were trying to remove tape from the transfer set when the tubing ripped. The transfer set had been in place for only a couple of months. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspection revealed that there was a hole/tear in the tubing, approximately 3.5 inches from the top of the patient adapter. Clear passage testing and clamp function testing were performed with no issues noted. Leak testing revealed a leak from the hole. The reported issue was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.